Manufacturer narrative:
H6 patient complications: no code was available to describe hemoglobinuria. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient had dark brown urine. 90 ablations were performed over the course of the procedure and after the pfa lesion set was completed it was noted that there was dark brown urine in the patient's foley catheter so 2 liters of fluids were administered. The procedure was completed with no further complications, and it was noted the patient's urine returned to a baseline color following the procedure without further intervention. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemogloburia was related to product performance of the farawave. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The device instructions for use state "potential adverse events associated with use of the farawave catheter includes, but are not limited to: hemolysis".

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient had dark brown urine. 90 ablations were performed over the course of the procedure and after the pfa lesion set was completed it was noted that there was dark brown urine in the patient's foley catheter so 2 liters of fluids were administered. The procedure was completed with no further complications, and it was noted the patient's urine returned to a baseline color following the procedure without further intervention. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.